Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 9mm longitudinal tear starting at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08may2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation but it failed to cross the lesion. The procedure was completed with another 1.50mm x 20mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon torn longitudinally.